Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated or connector is to tight and could get stuck. The IFU instructs users to test for proper inflation of the cuff prior to intubation and connectors are the correct fit. This common practice in an intubation procedure.

Event description:
Customer wanted to remove the connector of the et for intubation via the laryngeal mask, which unfortunately did not work. There were several tubes in this batch where the connector was too tight (possibly stuck).

Event description:
Customer wanted to remove the connector of the et for intubation via the laryngeal mask, which unfortunately did not work. There were several tubes in this batch where the connector was too tight (possibly stuck).

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated or connector is to tight and could get stuck. The IFU instructs users to test for proper inflation of the cuff prior to intubation and connectors are the correct fit. This common practice in an intubation procedure.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be re-intubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated or connector is to tight and could get stuck. The IFU instructs users to test for proper inflation of the cuff prior to intubation and connectors are the correct fit. This common practice in an intubation procedure. Without product to determine if there is a nonconformance with the product, a review of 24 months of complaint data was performed. This showed that there are no other complaints for this alleged issue. The risk file was also reviewed and an out of specification connector is documented in the current risk file.

Event description:
Customer wanted to remove the connector of the et for intubation via the laryngeal mask, which unfortunately did not work. There were several tubes in this batch where the connector was too tight (possibly stuck).